Event description:
It was reported following a lead revision on (B)(6) 2011 (see MFR report #3004209178-2010-05291) when the stimulation was turned high enough to provide relief, the patient had pain from the incision site to t8. When stimulation was increased, the patient would feel stimulation in her abdomen and thoracic area. The patient did not feel stimulation when she was walking. The patient was receiving "some" therapeutic relief, but only 2 of the electrodes could be used. Two weeks later, it was reported the lead was replaced because the patient always felt stimulation in the rib/abdominal area since implant. The existing 2x4 lead was replaced with a 2x8 lead and intraoperatively the problem appeared to be resolved. The health care professional believed the rib/abdominal stimulation was due to the electrodes on the 2x4 lead having wider spaces between them than the 2x8 lead. It was noted lead migration was not an issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model unk lot# unk implanted: (B)(6) 2011 explanted: (B)(6) 2012.

Event description:
Additional information. After the replacement the patient was doing "very well." It was noted there was nothing wrong with the product.